Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient believed that her baclofen pump had become dislodged into her vaginal cavity. There were no reported symptoms. No further complications were reported.